Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that over the course of this pacemaker implant, the patient has not felt well. The patient reported passing out over the past year and falling. Additionally, while the patient has been hospitalized, pauses greater than 2 seconds and a loss of capture have been observed. During these times the patient has reported not feeling well and almost syncopal. Evidence suggests noise oversensing has been occurring, though no noise has been created with isometrics. Additionally, the right ventricular (rv) lead thresholds and impedances have been consistently in range. Several troubleshooting options have been discussed and performed. However, this pacemaker was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned and analysis was completed.